Event description:
Surgeon reports sponge leaves pieces or threads in the pt's eye. No injury was experienced however the surgeon reports that if this event were to recur it could cause or contribute to pt injury.

Manufacturer narrative:
H.6: the returned samples appear to have been used in surgery and exhibited some loose white particles from the sponge material. There have been no other complaints on this lot which was mfg before material improvements by the supplier and improved cutting process by alcon mfg. This report was mailed in to FDA on: 5/1/1998.